Event description:
It was reported during an unk procedure that there was misfunction. No further info is available. They used another like device. There was no adverse pt consequence.

Manufacturer narrative:
Damaged handle; damaged cartridge. The analysis results for the mcl20 instrument found that it was returned with the body and the body cover separated and the cartridge cover cracked. No testing could be performed due to the returned condition of the instrument. No conclusion could be reached as to what may have caused the reported incident. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.